Event description:
On 03-jun-2015 a (B)(6) customer notified biomerieux regarding a discrepant result with the vidas hcg test in comparison with a rapid test and an elisa test produced by roche.the sample of a pregnant woman who received in vitro fertilization (ivf) treatment was tested. The results obtained were: weak positive for the rapid test (unknown brand), negative < 2 miu/ml for vidas hcg test ref. 30405 (unknown lot number). The customer also ran an elisa test cobas roche obtaining 12.47 miu/ml but we do not know the expected values claimed in the instructions for use (IFU). Upon interviewing the treating healthcare professional further, it was revealed that the patient had a miscarriage (natural abortion) prior to the testing with the vidas hcg test.an internal investigation has been initiated within biomerieux.

Manufacturer narrative:
Analysis of the batch production record showed no abnormalities that occured during production or quality control testing of lot 1003718470. The specificity of control carried out with 100 fresh serum samples showed the product to be in conformance with specifications. Control cards of sera with low concentrations in hcg tested during quality control are within specification standards. Based on the results of the investigation, the vidas hcg kit remains within the performance claims of the product.